Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that their stimulator has been out of whack for at least 3 or 4 months and stated that it has not gotten to their feet once. They have been in excruciating pain and they mentioned having neuropathy. The patient has not been able to see a manufacture representative (rep) at their healthcare professional (hcp) appointments, but mentioned having an appointment with their hcp on thursday so they would follow up with their hcp to request a rep be present for the appointment. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.